Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The device was received at the service center and evaluated. The defect reported by the customer has been verified and repaired. The following repair activities were performed: mechanical upgrade performed; defective cpu board replaced; cover irreparable: replaced ; pneumatic circuit checked; unit calibrated newly; unit cleaned; functional test performed; hipot test completed; electrical safety test completed; functional test acc. To test procedure completed; safety test checklist enclosed. The defective cpu board is the cause for the functional failure. A review of lot/batch history for each legacy fms product complaint is not possible since legacy manufacturing records no longer exists. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that post to an unknown procedure, the fms duo pump turned off and did not pressure. A replacement device was used to complete to the procedure without delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Date received by manufacturer for follow-up 1 should be november 21, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. The device was received at the service center and evaluated. The defect reported by the customer has been verified and repaired. The following repair activities were performed: mechanical upgrade performed, defective cpu board replaced, cover irreparable: replaced, pneumatic circuit checked, unit calibrated newly, unit cleaned, functional test performed, hipot test completed, electrical safety test acc. To iec 60601-1 completed, functional test acc. To test procedure completed, safety test checklist enclosed. The defective cpu board is the cause for the functional failure. The covers are cracked and the pressure adjustors are worn which are a result of device mishandling and normal field wear respectively. A review of lot/batch history for each legacy fms product complaint is not possible since legacy manufacturing records no longer exists. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).